Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. Patient reported they were on a flight and their controller would not turn on causing them to be unable to deliver insulin. The patient reported once their plane landed, they went to the ER to get an alternate form of insulin delivery and have their bg checked. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient was prescribed humalog and lantus insulin via injections. The patient was released within an hour. The pod was removed by the patient prior to ER visit.